Manufacturer narrative:
The customer's test strips, lot 46589112, were returned for an investigation. The test strips and vial showed no defects. The returned test strips were measured on reference meters with a high-level control sample: the high-level control specified target range was 2.7 - 3.3 inr. The high-level control was measured three times. Measurement 1: 3.1 inr . Measurement 2: 3.1 inr. Measurement 3: 3.0 inr. All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods." Updated medwatch field d9 and h3.

Manufacturer narrative:
This event occurred in (B)(6). Occupation is lay user/patient. The customer¿s test strips were requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable inr results with two coaguchek xs meters compared to laboratory methodology. On (B)(6) 2020 at 9:30 a.m., the customer's meter result with meter serial number (B)(4) was 5.7 inr. On (B)(6) 2020 at 9:30 a.m., the customer's meter result with meter serial number (B)(4) was 5.4 inr. On (B)(6) 2020 at 9:35 a.m., the customer's laboratory result with amax reagent was 2.9 inr. The customer's therapy was based on the laboratory result. On (B)(6) 2020, the customer's meter result with meter serial number (B)(4) was 4.5 inr, and the customer's laboratory's result was 3.27 inr. The time between meter and laboratory testing was requested but not provided. Also, the laboratory methodology was requested but not provided. The customer's therapeutic range is 2.5- 3.5 inr.